Event description:
Company received a report from a biomedical engineer that the unit did not provide an audio tone when the patient's saturation level dropped below the alarm limit. There was no patient harm.